Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced neurological dysfunction and bilateral upper limb weakness. Computed tomography (CT) scan of brain showed left occipital subdural hemorrhage mild mass effect. Warfarin was withheld for 2 days and neurology was consulted.

Event description:
It was reported that the patient¿s condition resolved on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 28dec2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 ¿introduction¿ lists neurological event (not stroke-related) and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 ¿patient care and management¿ lists neurological dysfunction as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.